Event description:
It was reported that the issue was not an out of the box failure and the equipment failed less than 1 year of use by patient. The product issue occurred less than 4 months after being purchased and 3 months after being assigned to the patient. This item was under warranty, was given to patient on (B)(6) 2023 and the mpu issues started on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench advisory alarm on the mobile power unit (mpu) was not confirmed. The returned mpu (serial number: (B)(6) was evaluated by service depot alongside known working test heartmate equipment, and the mpu supported a test system controller while it was operating in a mock circulatory loop for approximately 24 hours without any issues or atypical alarms produced. A full functional checkout was performed and the mpu passed all steps of the test without any issues. The reported event could not be reproduced throughout testing. The serviced and tested mpu was returned to the customer site after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number 20046301, was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on(B)(6) 2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including alarms that occur on the mobile power unit (mpu), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) displayed a yellow wrench 30 seconds after plugging it in.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.